Manufacturer narrative:
The ge rep conducted an on site investigation. The key pieces were removed and new keys were replaced. The system operates as intended.

Event description:
The customer reported that a key broke of inside the 9600 system. No pt injury was reported.